Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/25/2021. Additional information: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: we got this info from the sales-rep on 30_april_2021. Quantity to be returned: 1 => 0 date sent to the FDA: 5/25/2021. A manufacturing record evaluation could not be completed as the lot number provided is invalid. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/28/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: it was reported that ""during an unknown cardiovascular surgery, suture breakage occurred frequently during use." Could you please specify the quantity of devices that presented suture breakage during this single procedure (cardiovascular procedure) being reported? =>the sales rep reported that the qty of product involved is 1. What was used to complete the procedure? No further information is available. Device return status/follow up we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cardiac procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.